Event description:
It was reported that a past low blood glucose event with the lowest blood glucose level displayed as "low." Cause was not known. The customer, assisted by his wife, managed the low blood glucose by consuming starburst candy. Tandem technical support recommended consulting a healthcare professional for further discussion on factors affecting blood glucose levels.